Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this device was not able to be interrogated at a recent visit. The patient has been lost to follow up for several years and it is unclear whether or not the device has depleted it's battery. The patient presented with a low heart rate at approximately 30 bpm as well as a foot problem. To date, there have been no adverse patient effects reported.